Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the cement cartridge tab did not line up with triangle for firm connection when pressurizing. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the cement cartridge tab did not line up with triangle for firm connection when pressurizing. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.